Manufacturer narrative:
No product will be returned because the set was not saved; no investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that one of the connections of the tri-port broke off. The report received from the distributor says that the issue was noted prior to use, however a photo of the broken set also provided by the distributor shows blood on the set and what appears to be blood inside the tubing and the valve housings, so it is presumed that there was at least an initial attempt to use the set on a patient, and blood back-up and/or leak occurred. There was no patient injury.